Event description:
It was reported that 2-3 ml of sterile water was accidentally added to the drug cocktail in the pump. The pump had been primed "on the back table" prior to implant, while the existing drug/catheter was clamped. A pharmacist was consulted and recommended that the concentrations be left as is, and the patient be monitored. The patient was going to stay overnight in the hospital "to make sure they didn't run into any issues." No patient symptoms were reported. The device system was used to deliver morphine, clonidine, bupivacaine (marcaine) and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product typ catheter; product ID 8 63740, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012,product typ pump. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).